Manufacturer narrative:
Additional information was received that the patient was stable post-operatively. Analysis of sc-2366-70 serial numbers (B)(6) revealed the complaint was confirmed. Continuity test and x-ray inspection confirmed that two cables were fractured within the distal array, which resulted in high impedances. No cables were exposed at the site. It appears that excessive tensile force was exerted onto the lead body when the patient fell, causing the fractured cables in the distal array. Based on the dfu, system failure, which can occur at any time due to random failure(s) of the components or the battery. These events may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. The probable cause selected is known inherent risk of device. Additionally, on lead serial 1053781, one of the proximal contact was flattened by a surgical tool during the explant procedure. This type of damage is not considered a failure. Analysis of sc-2366-70 serial number (B)(6) revealed the complaint was confirmed. Continuity test and x-ray inspection confirmed that three cables were fractured within the distal array, which resulted in high impedances. No cables were exposed at the site. It appears that excessive tensile force was exerted onto the lead body when the patient fell, causing the fractured cables in the distal array. Based on the dfu, system failure, which can occur at any time due to random failure(s) of the components or the battery. These events may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. The probable cause selected is known inherent risk of device. Additionally, one of the proximal electrodes was flattened by a surgical tool during the explant procedure. This type of damage is not considered a failure. Analysis of sc-2366-70 serial (B)(6) revealed the complaint was confirmed. Continuity test and x-ray inspection confirmed that three cables were fractured within the distal array and one cable in the proximal array, which resulted in high impedances. No cables were exposed at the site. It appears that excessive tensile force was exerted onto the lead body when the patient fell, causing the fractured cables in the distal array. Based on the dfu, system failure, which can occur at any time due to random failure(s) of the components or the battery. These events may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. The probable cause selected is known inherent risk of device. Analysis of sc-1132 serial (B)(6) revealed returned ipg was analyzed and no anomalies were found.

Event description:
A report was received that the patient was experiencing high impedances as a result of a fall. The physician replaced the scs system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1132, serial/lot: (B)(4), description: precision spectra ipg kit. Model: sc-2366-50, serial/lot: (B)(4), description: linear 3-6 lead 50 cm. Model: sc-2366-70, serial/lot: (B)(4), description: linear 3-6 lead 70 cm.

Event description:
A report was received that the patient was experiencing high impedances as a result of a fall. The physician replaced the scs system.